Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3519h serial/batch number 0072249 was received for investigation. Functional testing was not performed due to the damage to the tip of the device. Visual inspection noted that the cannulated reamer, guide pin and plunger were not returned for evaluation. The cutting blade of the expandable reamer was not retracting. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an hip avascular necrosis (avn) surgery with bmac and innotere the blade deployed when it was not supposed to. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (5 mm reamer). It was not necessary to switch the surgical technique or do a second surgery. Update avoe 13-mar-2024 it was confirmed that the blade pushed out every time the surgeon put pressure on the back of the device. It was difficult to advance the device without placing pressure on the back.